Event description:
The patient reported that therapy has stopped due to power on reset (por). It was stated that the patient had a knee replacement in (B)(6) 2016, but they used their system until 3-4 days prior to date notified when they got the por, noting that it is an informational por. Once the programmer was available the patient was able to clear the por message and felt stimulation as normal. Indication for implant is failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.